Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and "did not feel well"; cause was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and was discharged 5 days later with the issue resolved; nature of treatment was not known. The customer continued to use the pump for insulin therapy.